Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. It was further reported that the patient had pericardial effusion and the right ventricular (rv) lead had high thresholds and had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.